Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat grade 3 mixed mitral regurgitation (mr). The clip delivery system (cds) was inserted into the left atrium and after a few minutes, a pericardial effusion was noted. The cds was suspected to have perforated the roof of the left atrium. Cardiocentesis was performed, but the effusion progressed into cardiac tamponade. The patient went into cardiac arrest. Cardiopulmonary resuscitation was performed, but the patient could not be resuscitated and expired. The cause of death was the atrial perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of pericardial effusion, cardiac tamponade, cardiac perforation (atrial perforation), cardiac arrest and death as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed a definitive cause for the reported atrial perforation cannot be determined. The reported patient effects of pericardial effusion resulting in cardiac tamponade, cardiac arrest and subsequent death were secondary effects of the atrial perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.